Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultralink meter was prompting an "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged error message began to appear on (B) (6) 2009, at 6:40am. Four hours prior to when the alleged issue started (at 2:30am), the pt reported that he developed low blood sugar symptoms. The pt reported that his blood glucose was "49 mg/dl" when tested with an ems meter and was treated with IV glucose. It is not known when the pt tested with the subject meter prior to the incident. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique; however, the alleged issue remained unresolved. Although the pt was treated for severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The pt claimed he had developed the symptoms and had been treated several hours prior to when the alleged issue began. However, this complaint is being reported because the alleged error message remained unresolved.